Manufacturer narrative:
Correction: corrected model number and UDI in section d. Items received for investigation: scepter c. The balloon was returned ruptured. The hub was returned intact with residual contrast in the inflation port. The investigation of the returned balloon catheter found the balloon ruptured as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture, but this condition is consistent with the device experiencing forces over specification due to over inflation.

Event description:
As reported: intraoperative pressure to 0.30cc, the balloon burst in the rated range. The procedure was completed after the same type of balloon was replaced. It was a sudden loss of pressure when the balloon burst. Patient is fine.

Event description:
As reported: intraoperative pressure to 0.30cc, the balloon burst in the rated range. The procedure was completed after the same type of balloon was replaced. It was a sudden loss of pressure when the balloon burst. Patient is fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.